Manufacturer narrative:
Pending investigation. Exactech 56mm lntegrip cluster-hole shell; cat. 186-01-56; s.n. (B)(4); exactech 36mm biolox delta femoral head; cat. 170-36-93; s.n. (B)(4); exactech element femoral stem (collarless extended offset); cat. 164-02- 13; s.n. (B)(4). Recall or correction number: z-1729-2022.

Event description:
As reported, the patient had an initial right tha on (B)(6) 2019. The patient was revised on (B)(6) 2022 due to pain. The surgeon's intraoperative findings noted polyethylene wear. No other patient information/medical history provided.

Manufacturer narrative:
H6. The most likely cause for the revision due to prosthesis wear reported in (B)(4) is a combination of the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed because the device was not returned for evaluation and images were not provided. G3. Updated to reflect investigation conclusion.